Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v931583, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Correction: (B)(4) no longer applies due to updated coding procedures. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study reported the event resolved without sequelae on (B)(6) 2015. Indications for use included gastrointestinal/pelvic floor and urinary dysfunction.

Event description:
It was reported there was a loss of therapeutic effect. It was noted the patient outcome was ongoing. It was stated interventions included medication adjustment and reprogramming on (B)(6) 2013. It was noted diagnostic methods were self-reported and the results were increased nocturia. It was stated lab work was performed and a urine culture was done which resulted in a positive test for a urinary tract infection (uti). It was stated etiology consisted of a new illness or condition that was possibly related to the device or therapy and was not related to the implant procedure. It was noted the patient had a two week history of increased frequency especially at night and also some during the day. It was stated the patient felt like they had a uti. It was noted the severity was mild. Additional information reported it was due to programming.